Manufacturer narrative:
Block h6" imdrf code a050501 captures the reportable event of band failure to deploy. E1: initial reporter facilities name: (B)(6) hospital.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure on (B)(6) 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6" imdrf code a050501 captures the reportable event of band failure to deploy. E1: initial reporter facilities name: t(B)(6) hospital. Device evaluation: with all the available information, boston scientific concludes that the most probable cause is cause not established. The speedband superview super 7 was returned for analysis. During the visual inspection, it was observed that the ligator housing was not returned. The handle had evidence that the trip wire was secured into the handle slot and the velcro strap was returned broken. No other problems were noted with the device. Based on all available information, the reported event of bands failure to deploy could not be confirmed. The break in the velcro strap most likely occurred at the time when the device was no longer being used and was taken off the scope, as there were no issues reported during setup. The technique used to remove the device from the scope could have broken the strap. With all the compiled information, due to a lack of evidence and without proper evaluation of the device, this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure on (B)(6) 2025. During the procedure, the bands could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.